Event description:
Reference number 2183449. Event occurred in the united states. It was reported that the patient was faced infusion set cannula crimped on (B)(6) 2025. No further information was available.

Manufacturer narrative:
E1:patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.